Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, inappropriate mode switch due to noise was noted on the atrial lead. Lead revision will occur when the device reaches end of life. The patient was stable with no consequences.